Manufacturer narrative:
We received back the drill guide, code t16014 lot. 17h6175, while the flexible bayonet was discarded by the hospital. On 22 june 2018, the r&d project manager analyzed the item with the following comment: he drill guide hole became an oval. The problem is due to an excess of friction with drill bit. A new version of the instrument with a major contact area is available, this improvement should limit the hole wear.

Event description:
During surgery the drill bit broke. The agent noticed that the hole for the drill bit on the drill guide is worn out. No additional instrumentation was used as it was being removed when it broke, no delay in the case and all pieces were recovered. The surgery was completed successfully.

Manufacturer narrative:
The manufacturer sent the document review on july 9, 2018: "drill guide t16014 lot 17h6175 document review; batch released on date: 05/05/2017. N. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. Conclusions: there aren't non conformity elements in the document review. Product report: inspection: as shown in the picture, the guide got damaged. Conclusion: the device got damaged on the drill bit's guide because of the angles given to the bit using the flexible mandrel.